Event description:
It was reported that a person using the ilet with a g7 cgm experienced blood glucose fluctuations, including a prolonged low after treating with an insufficient amount of fast-acting carbohydrates due to misreading glucose tablet serving size; education was provided on correct hypoglycemia treatment, and the issue involved incorrect user procedure with no device component implicated. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.